Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, arm 4 encountered multiple recoverable faults. The site tried to recover the fault but once recovered, the error returned. They also tried to power cycle the system but ended up disabling arm 4. A technical service engineer (tse) viewed system logs and confirmed repeated 23138 errors for universal surgical manipulator (usm4) axis 7. Tse asked the customer if they are continuing with the procedure using all other arms besides arm 4. The customer confirmed that the surgeon elected to convert to lap for this procedure but they will be able to use the system for the case to follow. The procedure was converted to laparoscopic and completed with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) went on site to further investigate the issue and replaced the universal surgeon manipulator to resolve the reported issue. The device has been returned and evaluated by the failure analysis team. The unit was returned for failure analysis and the reported 23138 error on carriage axis 4 was confirmed/replicated. The unit did not generate any hall errors during normal mode but generated a 23062/23065/23008 error on carriage axis 4 during sine cycle on pftp. Swapped a new isa pca and the error did not return. As a fix to the reported problem, ipca will be replaced. Dof 8 stator will also be replaced to accommodate the repair.